Event description:
Patient reported of the right side device: "rupture". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, h6.

Event description:
Healthcare professional later reported "the implants were already in place before the cancer diagnosis" (not device related). Device has been explanted and replaced.